Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message," was confirmed during the functional testing and archive data review. The root cause of the ua07 was a failed load cell, likely attributed to failed component(s) or mishandling, such as a drop. Upon visual inspection, unrelated to the reported complaint, observed a hole on the load plate cover that affected the watertight seal, likely attributed to user mishandling. The load plate cover was replaced to address the observed physical damages. The archive data indicated multiple ua07 messages, thus, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to ua07 displayed upon powering up, thus, confirming the customer's reported complaint. The load sensing system has detected a weight/load imbalance between the two load cells, checked during the power-on-self-test. The load cell characterization indicated single point load cell module 1 was over-reporting. The over-reporting load cell was replaced to address the ua07. Following service, the autopulse platform passed run in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message. The customer checked the alignment and pressed restart, but the error persisted. No patient involvement.